Manufacturer narrative:
An event of oxygen saturation decrease, hematoma, and a tension bubble was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 25mm amplatzer pfo occluder was implanted using an 8f amplatzer trevisio delivery system. The access site for the sheath was the right femoral vein. Post-procedure, the patient experienced saturation decrease to 88% and was given 1 liter of oxygen with improvement to oxygen saturation. On 27 october 2020, a hematoma was observed in the patient's right groin and a tension bubble was observed in the right groin after pressure bandage. No treatment was required and the patient was reported to be recovering. Clinical study patient ID: (B)(6).